Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap hernia procedure the balloon broke or fell off. The patient outcome is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon was disengaged from the cannula. The obturator was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the balloon broke or fell off. The patient outcome is alive, no injury.